Event description:
The physician was treating the patient's cheeks and neck and a scar on the right side of the neck was noticed secondary to a blister developing on the neck. The physician returned the icon laser system for evaluation. There is a related complaint 1222993-2014-00004.

Manufacturer narrative:
The icon laser system was tested and found to have no problem. It did not shut down and it pulsed fine with a new foot pedal. The foot pedal was not returned with the laser and thus unable to confirm if there were any issues. Maxir hand piece: no problems found.